Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0001825034-2021-00650.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under 0001825034-2021-00650.

Manufacturer narrative:
(B)(4). Year of birth (B)(6). Concomitant medical devices: unknown humeral component; unknown bearing. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left total elbow arthroplasty. Subsequently, the patient underwent an additional procedure approximately 6 months post implantation due to loosening of the ulnar prosthesis from a periprosthetic fracture. After debriding extensive scar tissue, the ulnar component was removed, rinsed, and recemented into the medullary canal. Autograft bone chips, fibular allograft, bone putty, and cerclage wires were used to stabilize the ulna upon reimplantation. Attempts have been made and additional information on the reported event is unavailable at this time.